Event description:
Dealer states purity is low and unit will alarm sometimes. No yellow light just red light. Tested at 68% with green lights on. Unit was on 5 liters. Unit can go days with out alarming even when purity is low. No further information provided by dealer. Unit swapped out for another for end user. Dealer states unit in for repair twice 2013. (B)(4).